Manufacturer narrative:
(B)(4). Evaluation summary: the analysis site confirmed the customer's complaint and found the vso needed to be replaced. To correct the customer's complaint the analysis site replaced the vso, the vacuum pump, four fender washers, four flat washers, four pump screws, the u-handle and the display back. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that prior to a breast biopsy when the power was turned on, during initialization, l3-021 error occurred. There was no patient consequence.